Event description:
It was reported that the surgeon implanted the icm115v4 11.5mm implantable collamer lens in the left eye on (B)(6) 2011 and the lens was removed (B)(6) 2012, due to low vault. The lens was replaced with a longer one and this resolved the problem. See MFR# 2023826-2012-00296 for the other eye.

Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned lens showed a haptic was torn and evidence of a clear surgical residue. A work order search revealed that there was no similar complaints for the same type of problem from this work order. Medical review: according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary. (B)(4) - lens, vaulting. (B)(4) - explant. (B)(4).